Manufacturer narrative:
The reported event of lead noise was not confirmed. A partial lead was returned for analysis in one segment. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.

Event description:
New information received notes that noise was being oversensed.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited unspecified oversensing. The lead was explanted and replaced. The patient was in stable condition.